Event description:
It was reported that a user performed an incorrect supply change sequence, inserting the cartridge and initiating fill tubing without securing the cartridge with the connect adaptor, which resulted in the cartridge being pushed out of the chamber during filling. Symptoms included interruption of insulin delivery. Outcomes included resumption of insulin therapy after guided troubleshooting and education. Investigation included remote troubleshooting and step-by-step education on correct cartridge and infusion set change, including rewind, removing and discarding the previous set and connector, installing a new cartridge, securing the connector and tubing, performing fill tubing, applying a new 23" teflon 6 mm inset infusion set, and filling the cannula. Investigation of this case revealed use error related to supply change steps leading to improper cartridge seating and ejection. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate adherence to instructions during the supply change procedure.